Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an entriflex feeding tube. The customer reports, "the stylet went through the pleural cavity, and caused a pneumothorax, the pt later expired."